Event description:
An analysis was performed on the returned tablet usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the nurse practitioner's programming system was not working after numerous attempts of trying to interrogate a demo device. The vns representative also attempted to interrogate the device with the nurse practitioner's programming system and was also unsuccessful. After switching the usb serial cable, the system functioned properly and was able to interrogate successfully. The suspect tablet serial cable was received by the manufacturer for analysis. However, analysis has not been completed to date.